Event description:
Baxter (B)(4) received a report that a 2.5 ml/hr infusor underinfused during patient use. Only two thirds of the fill volume infused over the course of 46 hours rather than the expected total fill volume. This implies a flow rate which is 67% of the expected flow rate. The device was filled with a solution of fluorouracil and saline. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The lot number was not provided. Therefore, a batch review cannot be conducted. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.